Event description:
A customer observed false negative vitros ahbc results for a single pt sample tested on a vitros eciq analyzer. The pt was known to be positive for hepatitis. False negative results may lead to inappropriate physician action. It is not known if the biased result was reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation was unable to determine reagent or analyzer performance as the customer declined to provide data for the investigation. Results of analysis of additional hepatitis marker assays provided by the customer indicate that the true status of the sample is ahbc reactive. The root cause for the false negative vitros ahbc results is unknown.